Event description:
It was reported tha the patient presented in clinic for a follow-up after receiving a patient notifier for high, out of range, hv lead impedance. The high hv impedance was not reproducible during lead testing exercises. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.